Event description:
FDA voluntary medwatch received (mw5111219). The medwatch stated that the original equipment manufacturer (OEM) has been unable to complete preventative maintenance (pm) on intra-aortic balloon pumps (iabp) per the schedule defined by the OEM due to the availability of trained staff in the reporting area. Site has safety and regulatory concern due to missed maintenance. There was no device malfunction or adverse event reported.

Manufacturer narrative:
A supplemental report is not required as there were no malfunctions or adverse event reported. Medical device report is being submitted to acknowledge the receipt of the FDA medwatch mw5111219. Device not available for return.

Event description:
FDA voluntary medwatch received (mw5111219). The medwatch stated that the original equipment manufacturer (OEM) has been unable to complete preventative maintenance (pm) on intra-aortic balloon pumps (iabp) per the schedule defined by the OEM due to the availability of trained staff in the reporting area. Site has safety and regulatory concern due to missed maintenance. Updated FDA voluntary medwatch (mw5111219-1) -1 adds: the original equipment manufacturer (OEM) has been unable to complete preventative maintenance (pm) on intra-aortic balloon pumps (iabp) per the schedule defined by the OEM due to the availability of trained staff in the reporting area. Site has safety and regulatory concern due to missed maintenance. This is the second pm missed by the manufacturer. There was no device malfunction or adverse event reported.